Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the paddle was repositioned. The patient was doing well postoperatively and the explanted lead will not be returned as it was kept by the medical facility. Additional information was received that the patient was experiencing more leg stimulation due to lead migration as confirmed via x-ray.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively and the explanted lead will not be returned as it was kept by the medical facility.